Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system indicating that ¿it gives a busy generator with x-ray start up not allowed. The issue occurred previously, and mains interface unit (miu) certeray was replaced. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray generator submodule. Review of the system log file showed x-ray generator errors and warnings. Fse replaced the high voltage (hivo) transformer and power inverter (point) certeray. After replacing the high voltage (hivo) transformer and power inverter (point) certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error: "busy generator - x-ray start up not allowed". No harm has been reported to philips. Philips has started an investigation of this complaint.